Event description:
The consumer reported that the patient had pain in the left hip and leg after a motor vehicle accident on (B)(6) 2015. It was also reported that the patient had trouble keeping the charge for the last six months. The patient stated she never thought [the motor vehicle accident] could have done something to the implant. In addition, a healthcare professional told the patient the severe pain in the left hip and leg was truncated bursitis. The patient was advised to follow up with a healthcare professional to assess the implantable neurostimulator (ins). The patient's indications for use included multiple back operations.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.